Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed minor cosmetic damage to the mesher handle including nicks and scratches. The left latching pin would not fully engage. There was no apparent damage to the comb. There was significant wear noted to the roller gear and slight galling to the roller shaft extension. The roller shaft extension end was deformed at the corners. The test mesh using the customer¿s mesher and ratchet was unable to be performed due to the poor engagement of the left latching pin. The ratchet handle appeared to ratchet normally. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the damaged comb, side plates, roller, ratchet gear, pin and spring. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as no testing was able to be performed to try to replicate the reported event. No testing was able to be performed to try to replicate the reported event. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that during surgery the device tore the skin.. No adverse events have been reported as a result of the malfunction.